Event description:
The customer contacted stryker to report that their during testing the device would not charge and displayed "connect pads" message. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify and duplicate the reported issue. The therapy cable was not properly connected - reseating the therapy cable resolved issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.